Event description:
Per the clinic, it was also reported that the patient experienced an infection and skin breakdown at the implant site which leads to extrusion of the receiver/stimulator (date not reported). Subsequently, the device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.